Event description:
Information was received that device does not pump fluid. Incident was discovered during testing; no patient involvement. No alarm sounded.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover, outdated pcb, and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (failure to pump fluid) was confirmed during testing. The product problem occurred because of a faulty pump that had stopped working. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made..